Event description:
It was reported that approximately four years post-implantation, the patient underwent a hip revision due to dislocation of the liner and bearing. The surgeon attempted a manual reduction of the dislocation and then the bearing and head separated. All components revised except the stem. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: act artic e1 hip brg 28x40mm; item# ep-200146; lot# 604610. G7 dual mobility liner 40mm d; item# 110024462; lot# 455650. G2: foreign ¿ japan. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not approved for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d2a, g3, g6, h2, h3, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.